Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after a syncopal event. The patient stated the lead was surgically abandoned and replaced yesterday due to a suspected fracture as no capture was noted at maximum device outputs and impedance was greater than 3000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after a syncopal event. The patient stated the lead was surgically abandoned and replaced yesterday due to a suspected fracture as no capture was noted at maximum device outputs and impedance was greater than 3000 ohms. No additional adverse patient effects were reported. It was reported that this patient provided additional information regarding the previously reported observations. The patient stated she had a fall which resulted in a broken foot. It was not specified if the fall coincided with the syncopal event. External rescue was required during transport to the hospital after the syncopal event occurred. The patient expressed feeling extremely anxious in regards to system integrity and inquired to the reason(s) for the reported observations. The patient was referred to her physician. No additional adverse patient effects were reported.